Manufacturer narrative:
The field service employee was dispatched and obtained pictures for review for investigation. No hardware cause was found by the service representative. The customer's qc recovery was provided and was found to be acceptable. There was no indication of a reagent or instrument issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys ft3 iii result for one patient sample from the cobas e 801 module. The initial result was 25.3 pmol/l and the repeat result was 4.7 pmol/l. The questionable result was reported outside of the laboratory. The reagent lot number was 43805900 with an expiration date of 31-jan-2021.